Event description:
The contact stated the customer's meter had been reading high. While troubleshooting, the contact performed normal control tests and had results of 196 and 201 mg/dl. The normal control range is 89-120 mg/dl. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.